Event description:
Approximately eleven months post index procedure; the patient required a repeat carotid revascularization of the previously placed stent in the left carotid artery. During the index procedure a precise stent had been implanted in the ostium of the left internal carotid artery. The stent was removed during the revascularization procedure, and a bypass graft was placed. The patient is said to be in stable condition.

Manufacturer narrative:
Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14038659 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.